Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced a syncopal episode and was subsequently hospitalized. In addition, the rv lead revealed noise and a loss of capture greater than two seconds was observed. An x-ray is to be performed in the near future to assess the rv lead which may lead to a possible lead revision. The device was reprogrammed to turn the tachycardia therapy off and the electrocautery mode was activated. No additional adverse patient effects were reported. At this time the lead remains in service.

Manufacturer narrative:
The rv lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.